Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of low transmitter battery. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the logs did not show anything related to the customer complaint. The reported defect was not found with the returned transmitter. The customer complaint of low transmitter battery was not confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of permanent loss of connection.